Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 6 events were reported for this quarter. Product return status: 6 devices were received for evaluation. Evaluation status: 6 events were confirmed during testing. 3 devices were found to be affected by missing paint chips and corrosion. 1 device was found to be affected by missing paint chips and debris. 1 device was found to be affected by missing paint chips and a shattered bearing. 1 device was found to be affected by missing paint chips and a damaged bearing. Additional information: 6 devices were not labeled for single-use. 6 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device reportedly overheated and had paint chips missing. 6 events had no patient involvement; no patient impact.